Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device mk2750, and no non-conformances were identified. Investigation summary: it was reported performance breakage suture. A needle/suture piece and suture piece of product code vcp936h was returned for evaluation. During the visual inspection of the sample, the swage and attachment area of the needle were noted to be as expected and a suture piece was attache to barrel hole.the suture piece was examined and the ends were observed damaged and broken due to the stress applied to the strand, present body fluids on the surface due to use. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. According to sample condition, the assignable cause of the performance breakage suture was caused by improper handling. In handling this or any other suture material, care should be taken to avoid damage from handling. Avoid crushing or crimping damage due to application of surgical instruments such as forceps or needle holders. An unopened sample of product code of product code vcp936h, lot # mk2750 was returned for evaluation. During the visual inspection of the sample, no defects were found on the package. The sample was opened, and the swage and attachment area were noted to be as expected. The suture was dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative sample, no performance - breakage suture was found and the tested sample met the finished goods requirements. Representative samples returned to support investigation of 2 device issues captured in reports 2210968-2019-84897. Analysis results have been included in reports for each.

Event description:
It was reported that a patient underwent a cesarean section procedure on (B)(6) 2019 and suture was used. The suture broke during use. Another device was used to complete the procedure. There were no adverse patient consequences reported. No additional information is available.